Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the device was being tested but the toggle button which move to articulate and rotate was stiff and cannot be controlled. Another powered stapler set was used for the procedure. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 15/50 procedures remained for the handle. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.